Manufacturer narrative:
The ge service rep replaced the generator interface board, erased flash, then reloaded cal files, unit operates error free in high-level fluoro. He checked unit operations, unit functions as intended.

Event description:
The customer reported that the c-arm does not operate at high-level fluoro, however, the unit is fully functional when used in fluoro mode. The customer stated that the problem occurred in preparation for procedure. An alternative unit was used to complete the procedure. No pt injuries were reported.